Event description:
The customer reported less than one milliliter of diluent mixture leaked from the probe while in secondary mode and onto the front cover of the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The customer cleaned up the fluid using good laboratory practices. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed fluid dripping from the secondary probe due to improper rinse block alignment. The fse adjusted the wash arm set pin to align the rinse block properly, on the probe. The fse cycled the blood sampling valve (bsv) test to ensure no leaks were observed and verified operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, improper probe rinse block alignment is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).